Event description:
The endovascular graft components were deployed and placed according to the instruction manual. During the post angiogram, a distal type 1 endoleak was reviewed at the distal end of the ipsilateral leg graft. After several attempts to mold the distal end of the ipsilateral leg graft, another iliac leg graft was placed within the existing iliac leg and extended approximately five millimeters distal of the graft, very close to the hypogastric artery. The second leg graft was ballooned and retrograde angiogram noted that the endoleak had been resolved. Final angiogram was performed viewing only a late filling type ii endoleak from a lumbar artery. No further intervention was deemed necessary.